Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when attempting to place the right atrial (ra) lead in the atrial septum a good value could not be obtained with low r waves and high thresholds. It was suspected it was due to the patient having undergone ablation for atrial fibrillation (af) and that myocardial ablation might have affected it. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.